Event description:
A high blood glucose level of 340 mg/dl was reported by the customer, with a confirmed sensor reading from a cgm and verified by a bg meter at 302 mg/dl. There was no adverse impact to the customer's blood glucose level as the readings were acknowledged as high without allegations of cgm inaccuracy. The customer had taken a corrective bolus via the pump, which did not successfully lower the blood glucose values. Technical support instructed the customer to inspect various components, including the infusion site and tubing, identifying large air bubbles in the tubing. The customer was guided to prime out the air using the fill tubing feature and educated on the impact of air bubbles on insulin delivery. The customer agreed to replace supplies as necessary and resume insulin therapy.